Manufacturer narrative:
Upon receipt of device, it was discovered that the reported device of mynxgrip was incorrect. Therefore, the reportability of the correct device (mynx control) changed. Upon further review a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was difficult to enter due to vessel tortuosity. The unknown sheath was pulled back and re-entry into the device was attempted, but entry into the product failed. Manual compression was performed for twenty minutes to achieve hemostasis. There was no reported patient injury. Excess force was not applied during insertion. The femoral artery¿s suitability was verified by angiography, including the insertion angle, and the vessel diameter was confirmed to be =5 mm. Vessel tortuosity was severe, and there was moderate calcium in the vicinity of the puncture site. The device was used in a diagnostic procedure with a retrograde approach. The physician achieved certification on the use of the mynxgrip vascular closure device (vcd). Other procedural details were requested but were not provided. The device will be returned for evaluation.